Manufacturer narrative:
This report is being submitted to correct the bsc aware date field (g3) in section g, all manufacturers.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant as part of external pacemaker temporary lead, however, this rv lead became dislodged. The physician decided to reposition and broke this rv lead while in the process of extraction from the temporary device. This rv lead was replaced with different model, not implanted, and will not be returned. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant as part of external pacemaker temporary lead, however, this rv lead became dislodged. The physician decided to reposition and broke this rv lead while in the process of extraction from the temporary device. This rv lead was replaced with different model, not implanted, and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined implant instructions were adequate. The manual was unlikely to be the cause of the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event. This report is being submitted to correct the bsc aware date field (g3) in section g, all manufacturers.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant as part of external pacemaker temporary lead, however, this rv lead became dislodged. The physician decided to reposition and broke this rv lead while in the process of extraction from the temporary device. This rv lead was replaced with different model, not implanted, and will not be returned. No adverse patient effects were reported.